Event description:
Lowsly instrument failed to close after being inserted inside the pt. The control knob was reported to have been tighter than normal. The surgeon attempted to close the retractor by using a pair of vise grips, breaking the knob off. The retractor was removed surgically and sent to clinical engineering for evaluation. The retractor is available for inspection in engineering services.